Event description:
It was reported that an artificial urinary sphincter (aus) was explanted due to the inability to fill the cuff. A new device has been placed, and no patient complications reported.

Event description:
It was reported that an artificial urinary sphincter (aus) was explanted due to the inability to fill the cuff. A new device has been placed, and no patient complications reported.